Event description:
The lab in the hosp uses an abbott diagnostic celldyn 3200 for hematology studies for cbs's. In 2004 they placed diluent sheath lot# 1675415 on instrument. Platelet back ground above acceptable limits-<5.0- contacted abbott and they stated there had been problems with that lot but it was not lot specific but cube specific. Services engineer brought new lot and back ground was exceptable-lot# 1551972-. They replaced bad lot with lot# 1795012 28 days later, placed on instrument and all 4 cubes were contaminated, plt bckgrd above 5.0. Called abbott again and they sent another 4 cubes to replace lot# 1795312. Three days later abbott sent new lot of diluent sheath lot# 1795312, all 4 cubes were contaminated- plt backgrd > 5.0. Once again called abbott customer service, rep told the hematology supervisor that they were receiving calls from across the country on problems with that lot. Abbott is sending a new lot.